Event description:
The reporter stated that the a-line tubing disconnected. The patient used her call bell to get help because she was losing blood. The line was replaced. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The sample has not been received from the customer. The device history could not be reviewed without a reported lot number. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. A follow up MDR will be submitted, should information become available that impacts this investigation. No additional action is necessary at this time.